Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called back with no disposable alarm. Earlier troubleshooting failed. Had patient try the same cassette on back up pump which also caused no disposable alarm. Advised to mix new cassette and change early as the cassette was what was causing the alarm. Patient wasted four hours of medication. Patient will change out cassette. There was no patient injury reported.